Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to loss of benefit. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2025, was filed inadvertently. The explant is not reportable due to considered as initial implantation of the implant.